Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes capture thresholds of 2.0v at 0.8 ms and low sensing thresholds of 0.2 mv in the bipolar configuration.